Event description:
The patient received her scs system on (B)(6) 2008. It was reported that the patient had been experiencing overstimulation and previously had a revision for this reason. The patient is again experiencing overstimulation. X-rays showed that one of three leads had migrated. The patient is planning on having the entire system removed. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.